Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was confirmed via the submitted log file and the log file downloaded from the returned system controller (serial number: (B)(6)); however, the alarm was not reproduced during testing. The log files contained approximately 14 days of data combined ((B)(6) 2020 - (B)(6) 2020 per the timestamp). A backup battery fault alarm activated on (B)(6) 2020 at 08:21:52 due to a backup battery load test failure. The alarm cleared at 12:28:18 as another load test was performed; however, the alarm activated again at 12:28:20 due to the additional load test failing. Both load tests failed due to the loaded voltage being under the acceptable threshold when compared to the unloaded voltage. The driveline was disconnected on (B)(6) 2020 at 14:11:54 to exchange the system controller. There were no other notable alarms active in the log file. The pump maintained a speed above the low speed limit while the driveline was connected. The returned system controller passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. During testing, multiple load tests were performed and the backup battery passed each time without any issues. The root cause of the reported event could not be conclusively determined through this analysis. Heartmate 3 instructions for use section 7, entitled ¿alarms and troubleshooting¿, and heartmate 3 patient handbook section 5, entitled ¿alarms and troubleshooting¿ covers all alarms (visual and audible), including the backup battery fault alarms, and the actions to take if the alarm cannot be resolved. Heartmate 3 instructions for use section 2, entitled "system operations", explains how to replace the system controller and how to replace the system controller backup battery. Section 5, entitled ¿surgical procedures¿, also explains how to install the backup battery in the system controller. The heartmate 3 patient handbook and the heartmate 3 instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and quality assurance specifications. The heartmate 3 system controller was shipped to the customer on 25oct2020. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient had a replace backup battery advisory. The patient's emergency backup battery was checked and it was properly seated. The alarms continued so the patient's controller was exchanged.